Event description:
A 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, during the procedure, the small cervical leak caused a cervical burn. The sales representative confirmed that the machine generated an alarm around the five minute mark (rate and amount are not known). They completed the procedure and noted that a burn, more of a blanching, occurred on the cervix. It did not require any treatment. The patient's condition was reported as "fine."

Manufacturer narrative:
Device is not expected to be returned because it has already been disposed of by the user, therefore no product analysis could be performed and no root cause could be determined.